Event description:
An event was reported as " after the treatment, it was observed a leakage at the level of the drip chamber". The investigation summary report - we did not receive a sample for investigation. We performed a free flow and tightness test on the retain samples and we could not find any non-conformity. The investigation of our production documents did not show any deviation related to the complaint reason. Based on the investigation results, a root cause could not be determined.